Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingectomy ("me tubes and coils removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the salpingectomy outcome was unknown. The reporter considered salpingectomy to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.